Event description:
It was reported that the tip of the device was identified to have broken off at the user facility. Although requested, the user facility was unable to provide event specific details. If additional information becomes available, it will be communicated.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the tip of the device was identified to have broken off at the user facility. Although requested, the user facility was unable to provide event specific details. If additional information becomes available, it will be communicated.